Event description:
It was reported that during a thermal endometrial ablation, a heating error occurred at 6.5 minutes into the procedure, and the machine shut down automatically. When the device was removed from the patient, a hole was noted in the balloon though no difficulty with pressure was reported. The surgeon felt that the treatment was adequate and ended the procedure was no patient consequences.

Manufacturer narrative:
Date sent to the FDA: 7/11/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, supplemental 3500a form will be submitted accordingly.